Event description:
In 1/94, explantation of silicone breast implants caused rptr extreme pain & fatigue & inflammation. She is now on full disability due to m.s. Symptoms, chronic fatigue, & lupus symptoms.